Manufacturer narrative:
(B)(4). Batch # p92z66. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hepatectomy, the tissue pad was peeled off but peeled part was retrieved. Gen11 was used. (B)(4) was used to complete the case. There were no adverse consequences to the patient.